Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening a 40mg packet of depuy hv cement to the surgical tech, from outside unsterile pouch, the cement powder dispersed on to the floor and sterile back table prior to the case. The patient was not in the room, this happened during preoperative measures during opening room for the case. It was understood that the inside sterile package was defective and was not able to hold the cement powder to the point that the cement powder had been dispersed amongst the inside of the unsterile opening pouch. The contents and packaging were not recoverable as they had been discarded off.

Event description:
It was reported that upon opening a 40mg packet of depuy hv cement to the surgical tech, from outside unsterile pouch, the cement powder dispersed on to the floor and sterile back table prior to the case. The patient was not in the room, this happened during preoperative measures during opening room for the case. It was understood that the inside sterile package was defective and was not able to hold the cement powder to the point that the cement powder had been dispersed amongst the inside of the unsterile opening pouch. The contents and packaging were not recoverable as they had been discarded off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.